Event description:
The customer reported a discrepant negative result when testing a patient's sample for a urine culture using chromid cps® agar (ref (B)(4), lot 1003853720, expiry 09-jul-2015). Chromid cps® agar is an isolation and identification medium for urine specimens. It enables : microbial enumeration of the specimen by means of a standardized inoculation method, identification of the following bacterial groups: escherichia coli, enterococcus, klebsiella, enterobacter, serratia, citrobacter (kesc), proteus, providencia, morganella (proteeae). The customer performed a urine culture of a patient sample using chromid cps® agar; after 24 hours incubation there was no bacterial growth (typically indicating absence of infection). Due to the presence of white blood cells in the patient sample (typically signifies a urinary tract infection), the customer inoculated the same patient sample on a non-selective media (chocolate agar polyvitex) plate. After 24 hours incubation, the customer observed bacterial growth. The customer then performed a urine culture of the same patient sample using chromid cps® agar lot 1003883350 (expiry 21-jul-2015) and observed growth of enterobacteriacae. On (B)(6) 2015, the customer performed biochemical tests and antibiotic susceptibility test on the isolated enterobacteriacae. On (B)(6) 2015, the customer identified klebsellia pneumonia micro-organism. No further details were provided. The customer stated the final results were reported to the physician; the initial discrepant negative result caused a delay of two days in reporting the results to the physician. It is unknown if the delay had a negative influence on the medical diagnosis, patient management or patient condition; however, the customer made no claim of death, injury or adverse event as a consequence of the reported event. The customer stated that no other discrepant negative results have been obtained using chromid cps® agar. Review of the complaint database for ref. (B)(4) (chromid cps® agar, lot. 1003853720) identified no other complaints registered against this reference number and lot number. Retain samples of chromid cps® agar lot 1003853720 were tested at the manufacturing site using k. Pneumoniae atcc 13883 and the expected results were obtained. The issue reported by the customer could not be confirmed/reproduced. The investigation concluded that chromid cps® agar lot 1003853720 is performing within specification.

Manufacturer narrative:
Device not returned to manufacturer.